Event description:
It was reported that (2) hc325 were used with a hp050 during a laparoscopic mastectomy procedure. It was reported by the affiliate that the instrument emitted an error alarm. Opened another device to complete the case. No adverse patient outcome.